Event description:
It was reported that during preparation for a procedure a farawave 31mm catheter was selected for use. However, it was noticed that the flushing tube port was damaged. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, it was observed that the strain relief was detached from the luer. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave 31mm catheter was selected for use. However, it was noticed that the flushing tube port was damaged. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.